Event description:
It was reported that during the a-fib procedure, approximately 90% of the preface sheath's tip was torn off when the sheath in the patient. All parts of the preface sheath were retrieved. It was swapped out for another one and case was completed with no injury to the patient. According to the physician, at the time of transseptal access he believes that the tip of the needle was out of the dilator while the dilator was back in the sheath. When he advanced the dilator he believes that the tip of the needle perforated the sheath. When the catheter was then inserted into the sheath, the tip was partially separated as the ablation catheter exited through the hole that was created by the needle. The physician is assuming responsibility for the incident.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the sheath was visually inspected and it was found that it was torn off at 9mm from distal, no other anomalies were found on the sheath or the stopcock, side port tubing or the molded cannula. The unit was sent to scanning electron microscopy (sem) analysis, and it was determined that stretching/ pulling and/ or cutting could have been related to the fracture characteristics. These results confirm the information provided by the cas where states that the tip of the needle perforated the sheath. The shape master comparison could not be performed since the received sample was cut in order to perform the scanning electron microscopy (sem) analysis. The device history record could not been reviewed since the lot # of this product was not provided when event reported. The failure reported by the customer as torn was confirmed due to the received conditions of the device.